Manufacturer narrative:
(B)(4). The service history review revealed that the device has not been previously sent into service for the reported condition of "battery low alarm." During previous service on (B)(6) 2011, the main battery was replaced.

Event description:
During preventative maintenance initial inspection of a flo-gard infusion pump, the technician found a battery low alarm; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The process step was not identified; there was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The condition of flogard infusion pump with a battery low alarm was confirmed during evaluation. The cause of this condition was determined to be a defective main battery. The main battery was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.